Event description:
The facility representative reported a flo-gard infusion pump which alarmed for f2 four times during patient use, interrupting delivery. The device was delivering a 1000 milliliters of normal saline to an unknown patient at a rate of 74 milliliters/hour when the reported failure codes occurred. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of f2. The root cause could not be determined. This device was returned unrepaired due to refusal of the service estimate by the customer. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.